Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. The device was tested on the bench and excessive current flow was noted. The excessive current was traced to an anomalous capacitor. The cause of the premature battery depletion was due to an anomalous capacitor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, a significant drop in battery in one day was observed via review of the session record. The battery voltage has recently passed eri. The device was explanted and replaced due to premature battery eri. The patient is well.